Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2008 due to loosening of the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right partial hip arthroplasty in 1981. Subsequently, patient was revised to a total hip system in 1992 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2008 due to pain, a loosened acetabular cup, poly wear and titanium debris. The modular head, acetabular cup and liner were removed and replaced.